Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The usm was returned for failure analysis (fa) and the reported 32100 error was confirmed but not replicated. In the system logs, the 32100 error was found indicating a voltage fault on the usm axes controller tornado (act), confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the field replaceable unit connector pogo-pin (fcp) printed circuit assembly (pca) connector was inspected, and no faults could be identified. As a result of these findings, fa concluded that the fcp pca is consistent with the reported event and is the potential root cause for this issue. The complaint was confirmed based on fa.

Event description:
It was reported that prior to the start of a da vinci-assisted duodenal polypectomy surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that universal surgical manipulator (usm) 2 was getting error 32100 and blinking yellow. The tse reviewed the system logs and confirmed the 32100 error on usm 2 pointing to the distal set up joint. The tse recommended the customer to perform a hard reboot. The customer performed a hard reboot on the system and when the system powered back on the error returned. The customer tried recovering from the fault and the error returned. The tse recommended customer try another hard reboot, disable usm 2 and continue with usms 1, 3, and 4, or swap this patient side cart (psc) out with their other psc. The customer hooked up the new psc to the system and powered it on, and it homed without any errors. The procedure was converted to another da vinci system with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the nurse informed that the patient was in the room under anesthesia and surgical ports were placed, but they were getting ready to dock when the issue was identified.